Event description:
A report was received from the voluntary FDA medwatch product problem reporting program that a pt was treated for an eye infection which resulted in the removal of the left eye. According to the pt, the corneal specialist said it was either a fungus infection or an infection caused by acanthamoeba. When none of the smears came back positive for either, the pt was sent to where the eye was examined under a microscope and acanthamoeba were present at 4+. Unspecified treatment continued, however, the eye did not improve.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.